Event description:
It was reported that a spaceoar vue device was misplaced. Upon examining the images, a small quantity of hydrogel was found in the correct location, constituting about twenty-five percent of the total volume. However, the gel was observed diffused to the left and posterior of the prostate, appearing to spread from the base to the apex. There was no evidence of hydrogel in any blood vessel; rather, it was diffusely present within the prostate and the rectal wall. A minimal amount of gel was also observed in the anterior rectal wall at the rectal hump. This observation was made immediately after a low dose rate (ldr) brachytherapy boost, which preceded external beam radiation (ebrt). The patient's current condition is unknown at the time of this report.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.